Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 2.1; lab: 5.6. This patient was admitted to hospital 2 hours after inratio test due to hypotension (said it was not due to the inratio reading or any bleeding).

Manufacturer narrative:
Investigation pending.